Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 360 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined the pump¿s basal settings were incorrectly programmed. The patient was referred to a healthcare provider for diabetes management. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis:the device was returned and evaluated by product analysis on 12/01/2015 with the following findings:no pump issue was revealed with investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The last bolus delivery occurred on 10/07/2015 and the last basal delivery occurred on 10/08/2015. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.